Event description:
It was reported that the patient experienced redness, swelling, and not healing at the implantable neurostimulator (ins) pocket site. The patient also experienced a shocking or jolting sensation at the lead site. Symptoms began one month after implant, and patient stated that yard work made the implant site swell to a "large lump on his rear-end -size of half a grapefruit". The patient was scheduled for device removal. Additional information has been requested, but was not available as of the date of this report.